Manufacturer narrative:
UDI number: na. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00671.

Event description:
It was reported that two plug drivers stripped during final tightening. An alternative driver was used to complete the procedure without reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned driver was evaluated. The tip was found to be twisted in a manner consistent with over-torquing during screw installation. However, the cause cannot be determined since the torque handle used with the driver was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed with this event.

Event description:
It was reported that two plug drivers stripped during final tightening. An alternative driver was used to complete the procedure without reported patient impacts.